Event description:
It was reported that the pacemaker implanted on this patient, triggered a lead safety switch (lss) due to low impedances out of range on this right ventricular (rv) lead. It was noted that the rv pacing and atrial tachy response (atr) had increase, coincidentally with the increase of power consumption, that appeared to be abnormal. The field representative tried to measure impedances and noisy signals were exhibited during the measurement. Technical services (ts) suspected a latent analog integrated circuit (ic) issue and noted that if this is an ic issue, the continuing pacing using malfunctioning hardware can result in lead corrosion or damage. Ts recommended device replacement. This pacemaker system remains in service. No adverse patient effects were reported.